Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Attempts are being made to have the component returned. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Analysis shows no trend for item. The complaint stated of pain is likely due to the acetabular component but cannot be confirmed. There have been no previous complaints stated against this lot. This product was used with a competitor's product. The IFU states "stems and modular necks with the 12/14 taper should only be used in combination with femoral heads with the 12/14 taper." Communication regarding use has been implemented with this facility.